Manufacturer narrative:
Product complaint # (B)(4). Batch # r5av57. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open colectomy, the firing knob did not move forward at the 4th firing of functional end-to-end anastomosis (feea) on the colon. Then, the surgeon continued to fire the device forcibly, and the firing knob was broken off. No pieces were left inside the patient. The staple height was blue. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.